Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix mechanism testing was not performed due to dried blood or body fluid in the tip area which would inhibit helix function. Lead testing passed as lead tip and helix appeared intact.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This ra lead was explanted. No additional adverse patient effects were reported.